Manufacturer narrative:
A vyaire field service representative (fsr) went onsite and evaluated the ventilator. The gde was replaced and the compressor then performed ovp according to manufacturers specifications.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the avea ventilator is giving loss of air. At this time, there is no information regarding patient involvement associated with the reported event.